Manufacturer narrative:
Upon follow up it was reported the cause of peritonitis was due to poor environment or source water (previously not reported). The patient was treated with unspecified antibiotics which were discontinued 20 days after event onset. The same day the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient¿s date of birth was reported as an unknown month and day in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.